Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5+ and prominent chordal anatomy. A triclip steerable guide catheter (tsgc) was prepared, but difficulties inserting the tsgc into the right groin occurred. Therefore, the tsgc was removed from the patient. While re-prepping the tsgc, it did not function correctly while turning the negative knob. It was noted that the sgc translated laterally, rather than upward. Therefore, the tsgc was removed and replaced. A new tsgc was inserted into the left groin without issues. A triclip xtw was then inserted and advanced to the valve. However, difficulties with steering height occurred, difficulty visualizing the clip occurred, and the clip became caught in chordae. Troubleshooting was performed, but the clip could not be removed from chordae. Therefore, the clip was deployed where it was stuck in chordae, attached to chordae. A second clip was then deployed on the tricuspid valve, reducing tr to a grade of 4+. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and the reported difficult or delayed positioning in the anatomy and entrapment of device (clip becoming caught in anatomy) appear to be related to patient conditions (lack of steering height and prominent chordal anatomy). Image resolution poor is related to patient and procedural conditions. Additionally, the reported foreign body in patient appears to be due to the procedural circumstances associated with the clip becoming caught in the anatomy (entrapment of device) and the clip being deployed only in chordae. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.